Manufacturer narrative:
Insulin pump had moisture damage was found on keypad traces. All buttons function properly. No button error alarm noted during testing. Insulin pump was received with minor scratches on display window, cracked lcd window at bottom right side corner, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported a button error alarm on the insulin pump. He stated that he had been playing golf and sweating. The blood glucose reading was 99 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.